Manufacturer narrative:
Corrected data: h11.- file attachements: 'po240_a rare case of reticular epithelial corneal edema due to ripasudil post-icl in a young patient_claim (B)(4)' should be added. Claim# (B)(4).

Manufacturer narrative:
H11- manufacturer narrative: corneal edema identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
An abstract was presented in the escrs meeting in copenhagen 2025, citing a case study of "a rare case of reticular epithelial corneal edema due to ripasudil post-icl in a young patient". The patient experienced corneal edema, elevated iop and medical intervention. The article reported, "post icl, in left eye post-operative rise of intraocular pressure of 60mmhg (non- contact tonometer) was recorded. She was started on tablet acetazolamide 250mg stat; brimonidine + timolol eye drops twice a day, nepafenac eye drops two times a day, topical antibiotic with steroid combination and lubricating eye drops" and "stromal corneal edema as shown in figure a, for which she was continued with same treatment." Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.